Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys anti-hbs immunoassay results for one patient sample from the cobas e 411 immunoassay analyzer serial number (B)(4) and a cobas 6000 e 601 module. The serial number of the cobas e601 was requested but was not provided. The specific date of the initial results was not provided. The results were 103.5 iu/l, 108.6 iu/l, and 105.4 iu/l (reactive) and were reported outside of the laboratory. The doctor questioned the results for this patient. On (B)(6) 2018, the sample was tested on a competitor analyzer and the results were non-reactive. No specific data was provided. On (B)(6) 2018, the sample was repeated on the original cobas e411 and the results were 98.24 iu/l and 95.43 iu/l (reactive). On (B)(6) 2018, the sample was tested on a cobas 6000 e 601 module at another site and the result was 118.7 miu/ml (reactive). There was no allegation of an adverse event.

Manufacturer narrative:
Calibration and qc data were within range. A general reagent issue is excluded based on the calibration and qc data. No further investigation was possible as no sample material was available for investigation. The investigation was unable to find a definitive root cause.